Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during set change. Customer's blood glucose was 207 mg/dl. The customer stated that the device when through the body scanner in the airport. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The troubleshooting for blank display was disontinue since the insulin pump was going to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored for blank display; no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump passed the rewind, basic occlusion, prime/a33 test and displacement tests. The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump has cracked case at the display window corners and minor scratched lcd window.